Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a pelvic floor repair procedure on (B)(6) 2008. The patient experienced erosion, formation of scar tissue, dyspareunia, additional surgeries, and neurologic compromise to her structures and tissues. No additional information was provided at this time.

Manufacturer narrative:
(B)(4): it was reported that a patient underwent a pelvic floor repair procedure on (B)(4) 2008. The patient experienced erosion, formation of scar tissue, dyspareunia, additional surgeries, and neurologic compromise to her structures and tissues. She underwent a mesh removal surgery on (B)(4) 2011. No additional information was provided at this time.

Manufacturer narrative:
(B)(4)